Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during the delivery of the nursing shift, during the assessment, a gastrostomy tube was found outside the stoma, the balloon of the tube was broken, the doctors on duty were informed.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the device was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Section b5 has been updated to include additional information. See section h6 evaluation codes: health effect - clinical code: updated to 4582- no clinical signs, symptoms or conditions. Health effect - impact code: updated to 2199 no health consequences or impact and 4629 device revision or replacement

Event description:
The customer reported that during the delivery of the nursing shift, during the assessment, a gastrostomy tube was found outside the stoma, the balloon of the tube was broken, the doctors on duty were informed. Additional information was received and stated that there was no fragmented piece left inside the patient. No additional procedures were performed. There was no medical intervention required and the patient did not present deterioration in his health due to this reported incident. The tube was exchanged. There was no harm occurred to the patient involved.